Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device, a dissection and perforation occurred. The target lesion was 80% stenosed and located in the proximal circumflex. The lesion was treated using four passes with the oad on low speed. The patient presented with shortness of breath, and imaging was performed and a dissection and perforation were noted. The patient was anesthetized and intubated. Balloon angioplasty was performed for a prolonged period and stents were placed in the circumflex and left main. Insertion of a ventricular assist device was attempted, however it was unable to advance. Balloon angioplasty was performed again and an additional stent and a pericardial drain were placed in the circumflex. The patient was extubated the morning following the procedure and was in stable condition.